Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was caller said they were trying to charge a patient's implantable neurostimulator (ins) that hadn't been charged in a while because they thought the battery moved a little bit, manufacturer representative (rep) later said the battery is deep. Caller said they had been with the patient for a half hour and the controller was at 90% and the implant still hadn't charged, but the controller battery has depleted and it was supposedly full. Technical services(ts) to replace lithium battery. Patient to do more physician recharge mode once the lithium battery arrives. Patient has been trying to recharge on and off for 1.5 years. The issue was not resolved through troubleshooting.